Manufacturer narrative:
The pump thrombus was originally reported in manufacturer report number#: 2916596-2020-03839. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as there is no product or diagnostic imaging available for evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii left ventricular assist system (lvas), serial number: (B)(6), could not be conclusively established. The patient ultimately expired on (B)(6) 2021 due to stroke from a pre-existing medical condition that was not device related. The heartmate ii left ventricular assist system (lvas), serial number: (B)(6), was not returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis and bleeding (perioperative or late) as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A computed tomography (CT) scan of the patient¿s chest, abdomen, and pelvis was performed on (B)(6) 2020 that found minimal hypodensity along the medial proximal aspect of the left ventricular assist device (lvad) concerning for thrombus. The CT scan also found a large infrarenal abdominal aortic aneurysm measuring 7.3 cm (centimeters); successful abdominal aortic aneurysm repair was performed on (B)(6) 2020. The CT scan also noted hypodensity involving 50% of the splenic volume potentially the sequela of ischemia from hypotension and associated splenic artery stenosis. A chest x-ray taken on (B)(6) 2020 showed the lvad, cardiomegaly, and no pulmonary edema or parenchymal process. An electrocardiogram (ECG) performed on (B)(6) 2021 demonstrated sinus rhythm with anterolateral infarct pattern.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of a large infrarenal abdominal aortic aneurysm could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6) with no additional related complaints at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) lists bleeding (perioperative or late) as an adverse event that may be associated with the use of heartmate ii lvas. This document provides information regarding the recommended anticoagulation therapy and inr range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date is estimated. The date of CT imaging used as placeholder. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Chest CT on (B)(6) 2020 revealed large infrarenal abdominal aortic aneurysm. The patient was admitted (B)(6) 2020 for endovascular aneurysm repair.